Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709sc, serial# (B)(4), product type catheter; product ID 8709sc, serial# (B)(4), product type catheter. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect with their second pump, ¿this had been going on since july¿. It was reported the patient had relief during the trial but had less relief now. It was noted the patient¿s health care provider (hcp) was previously ordering medications from a pharmacy with ¿dirty conditions¿ and after the hcp was now getting the drugs from a different pharmacy, the patient still did not notice a difference in relief. It was reported the patient had dose increases but it still did not make a difference. The device system was used to deliver dilaudid. It was then reported that back on (B)(6) 2012 the patient underwent surgery to rule out spinal infusion pump dysfunction. The patient experienced the lack of adequate pain relief after three months of implant. The rotor had proper function. An attempt was made to aspirate fluid through the side port and this was ¿negative.¿ a contrast study was then performed with successful injection of saline and contrast. There was no extravasation and the contrast accumulation in a thoracic distribution, but in an epidural appearance. This indicated probable epidural placement of the catheter. It was explained to the patient that due to the location of the catheter, epidurally, the medication was still effective but less effective if it was in the spinal position. However, ¿it is want the efficacy of medication placed directly spinally.¿ the pump and was reprogrammed to increase the patient¿s infusion to 2.4 milligrams per 24 hours with a simple continuous infusion and without the personal therapy manager (ptm). The plan was to titrate the patient¿s dose aggressively to provide optimum pain relief without side effects. No surgery was anticipated at this time. Further on (B)(6) 2013, the patient was seen on an urgent basis for a comprehensive spinal infusion pump study due to intractable pain. The pain was poorly responsive to oral and intrathecal opiates and the patient was concerned the pump was not working. A rotor study noted proper function. On milliliter of clear fluid was withdrawn successfully on the first attempt. Contrast was then administered and seen entering into the cerebral spinal fluid with good distribution. The patient did have some radicular pain or pressure caused by the injection. Of, note the patient did have a total hip replacement with prosthesis that had since been recalled. She has persistent pain and inflammation in her hip and was encouraged to see a orthopedist.

Manufacturer narrative:
(B)(4).